Manufacturer narrative:
Note: product reference 4430409 is not cleared for sales in the USA, but its catheter is similar to the product reference cleared under #510k130576. Investigation: we did not received the complaint sample nor the batch number for evaluation. Conclusion: according to the incident description, we can hypothesis that the catheter was incorporated in the vein when the physician attempted to remove it. This incorporation has led to its rupture while trying to remove it. This is a known complication of access port implantation, the IFU mentioned: "when removing the system, care must be taken not to fracture the catheter. [...]if the catheter is sutured into the vessel, the sutures should first be removed. Be vigilant if there is excessive resistance to the removal of the catheter. Catheters may become encapsulated and attached to the vein wall. Should this occur and it is not possible to remove the catheter without risking catheter fracture, or if the catheter is fractured, the advice of an interventional radiologist, surgeon or other physician with experience in endovascular treatment should be sought." This type of complication is more frequent on children because the catheter tip position changes as the child grows and this predisposes to this type of complications. In this case, the access port was placed during 3 years on a patient between 14 and 17 years old. The IFU specify : "following implantation of a port in a child particular attention should be given to the position of the catheter tip. Over time, as the child grows, the position of the catheter tip will change and move higher in the superior vena cava. As for any catheter, a high tip position in the svc predisposes the catheter to fibrin sheath formation and other mechanical difficulties. The position of the catheter tip should be checked radiographically a minimum of every 12 months or more frequently if the child is growing quickly. The system should be changed when the tip reaches the level of t4." This is a rare incident, no corrective action is envisaged at the moment.

Event description:
"Patient with removal of the implantable catheter on (B)(6) 2021. In consultation, the catheter trajectory in the cervical region was found to be indurated, pa and lateral chest x-ray was requested. On (B)(6), she attended consultation for paediatric surgery due to the presence of a foreign body (catheter) in the supraclavicular region, with an ultrasound report on (B)(6) 2021 which showed evidence of a right infraclavicular tubular echogenic image which emits a slight acoustic shadow which extends to the supraclavicular region and orders were given for the procedure to extract the foreign body."